Manufacturer narrative:
One agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.

Event description:
During a pulmonary vein isolation procedure a blood leak occurred. While ablating in the pulmonary veins blood was noted as leaking from the hemostasis valve. A new sheath set was used for the procedure with no adverse patient consequences.